Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of the bd insyte¿ autoguard¿ shielded IV catheter failed to activate after the puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. Based on the results of the investigation to date a root cause has not been determined for the defect described in this complaint, since the presence of the sample problem is fundamental to determining a possible root cause.

Event description:
It was reported that the safety mechanism of the bd insyte autoguard shielded IV catheter failed to activate after the puncture. There was no report of exposure, injury, or medical intervention.